Event description:
Customer reported a 5fr tl powerpicc provena inserted in the right upper arm basilic vein on (B)(6) 2023. On (B)(6) 2023, the catheter was tpa'd in both lumens but didn't work. X-ray showed a kink in the subclavian region on (B)(6) 2023. PICC dwell time was 17 days. PICC was exchanged.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed but the cause is unknown. A single chest ap radiograph was returned for evaluation. A catheter, likely the implicated 5fr t/l powerpicc provena, was seen in the image as a right-sided placed PICC. The proximal section of the device was not visible in the returned radiograph, so the catheter configuration could not be confirmed from the returned image. The single view could not definitively confirm a kink. However, it did appear that a potential kink/coil was seen in the catheter shaft near the clavicle. It is possible that a small amount of the catheter was looped into the right ij. Contributing factors for a kink could include anatomic variables and catheter placement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The report of a kinked catheter has been documented and will be monitored as part of complaint trending.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported a 5fr tl powerpicc provena inserted in the right upper arm basilic vein on (B)(6) 2023. On (B)(6) 2023, the catheter was tpa'd in both lumens but didn't work. X-ray showed a kink in the subclavian region on (B)(6) 2023. PICC dwell time was 17 days. PICC was exchanged.